Event description:
Customer reported potential biohazard event when the waste container of the coulter act diff analyzers was leaking. The customer contained the leak by placing the waste container into a clinical waste bag for proper disposal. Operators were wearing personal protective equipment, gloves and lab coat. There was no exposure to open wounds or mucous membranes. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Per product labeling: bci inc. Urges customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Local support has sent customer a replacement waste container. Based on available info, the root cause for leaking waste container is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.